Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified superficial femoral artery. A 6.0 x 60mm, 80cm ranger paclitaxel-coated pta balloon catheter was selected to treat the severe limb ischemia in the endovascular treatment procedure. However, during the first inflation at 10 atmospheres for 2 seconds duration, the balloon ruptured vertically. After decompression, the device was removed from the body and the procedure was completed with another device of the same model. There were no patient complications reported.

Manufacturer narrative:
Initial reporter province- (B)(6).

Manufacturer narrative:
E1: initial reporter province- (B)(6). Device evaluated by MFR.: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in 15mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified superficial femoral artery. A 6.0 x 60mm, 80cm ranger paclitaxel-coated pta balloon catheter was selected to treat the severe limb ischemia in the endovascular treatment procedure. However, during the first inflation at 10 atmospheres for 2 seconds duration, the balloon ruptured vertically. After decompression, the device was removed from the body and the procedure was completed with another device of the same model. There were no patient complications reported.